Event description:
The doctor was unable to insert the iab into the sheath. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: none from the event - reported 8/13/98. Pt's current status: unk - rpt'd 8/13/98.